Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. The estimated remaining longevity decreased more quickly than expected, changing from two and a half years remaining to ten months remaining within one year period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The patient was listed for a replacement procedure. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. The estimated remaining longevity decreased more quickly than expected, changing from two and a half years remaining to ten months remaining within one year period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The patient was listed for a replacement procedure. This device was replaced and is not expected to be returned for analysis. Other than undergoing the replacement procedure, the patient experienced no additional adverse effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. The estimated remaining longevity decreased more quickly than expected, changing from two and a half years remaining to ten months remaining within one year period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.